Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was explanted. On the same day in a separate surgery the lens was replaced for a same model, length but weaker power lens. The problem was resolved. Cause of the event was reported as unknown. G3 - date received by manufacturer: 16-mar-2026 correct to 06-mar-2026 h3 - device evaluation: the lens was returned in liquid in a vial with residue/debris on the lens. Visual inspection found no visible damage to the lens but foreing material on the lens surface, specifcally, residue on the lens. Dimensional and functional inspection found the lens to be within specifications. H6 - health effect - impact code: 4625 removed from inital MDR claim #(B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and corneal swelling. Due to refractive surprise and corneal swelling, the lens was explanted. On the same day in a separate surgery the lens was replaced for a same model, length but weaker power lens. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).